Event description:
On the event date, it was reported to boston scientific corp that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, there was a low water level error message. The prolieve catheter was repositioned, they re-started the case and received a second low water level error message. Water was added to the heat exchanger with a syringe, and then they noticed that urine was flowing through the tubes. A decision was made to exchange the prolieve catheter, but after several attempts, using multiple syringes, they were only able to remove approx 3cc out of 7cc of water from the anchoring balloon. The anchoring balloon was removed with 4cc of water, a second device was tried, but the case was aborted. There were no complications and the pt's condition was reported as okay.

Manufacturer narrative:
The pt's age has been reported. The device has been received, but an evaluation has not been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.